Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a no delivery alarm during manual prime. The customer stated they were at the beach when the alarm occurred. The customer reported that the alarm was cleared by a complete set change. The customer's blood glucose level was unknown. The customer requested to return the products for analysis and was sent replacements.